Event description:
It was reported the balloon was damaged by the stent. A xxl vascular balloon and wallstent were selected for use. The wallstent was successfully implanted and the xxl vascular balloon was chosen for post-dilation. As the balloon crossed the implanted stent, it became damaged by the stent. The balloon was unable to inflate, and blood was returning in the balloon catheter. Another xxl balloon was used for post-dilation. There were no patient complications.